Event description:
It was reported that during the implant procedure, the patient developed a bleed and atrial flutter. The bleed and atrial flutter were able to be resolved intraoperatively. Subsequently, the patient was noted to have some swelling over the implantable cardioverter defibrillator (ICD) pocket site and an eschar. At the follow up visit, the swelling had resolved. The ICD remains in use. The patient is a participant of the wrap-it study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.